Manufacturer narrative:
The intera 3000 hai pump flow rate is affected by elevation and temperature as specified in the information for use. At this time, the device remains implanted and therefore cannot be physically evaluated. The device history record was reviewed and found no nonconformities pertaining to this serial number. If further information is received at a later date, a supplemental MDR will be filed. Blank fields in the MDR form represent unknown information.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump, which had been implanted on (B)(6) 2022, was refilled after 5 days with floxuridine (on (B)(6) 2022 and at that time the flow rate was calculated at 2.3 ml/day. The intraarterial labeled flow rate for the pump is 1.3 ml/day. The patient denied any use of heating pads, sauna, or hot tubs, etc. The patient was reported to live at an elevation of 2200 ft, and was discharged after 2 days. Follow up conversation with the healthcare provider indicated that the patient post-operatively was reported to have localized swelling. The healthcare provider was advised to bring the patient back in for an early refill in one week to recheck the flow rate. The flow rate was rechecked on (B)(6) 2022 and was calculated to be 1.5 ml/day. The flow rate was again checked on (B)(6) 2022 and calculated to be approximately 1.28 ml.day. No patient consequences were reported.